Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a posterior lumbar interbody fusion with decompression surgery, while the surgeon was thinning out the lamina, it was observed that the sleeve of the attachment device was coming unscrewed. The reporter stated that it was the first seam line moving from distal tip of the motor back. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries or medical intervention associated with this event. The reporter clarified that no parts of the device fell into the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.